Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software error was present in the device trace download due to software error. Hardware low level failures error was present in the device trace download due to moisture damage on keypad traces. Device received with corroded electronic assemblies, moisture damage on motor assembly, corroded force sensor assembly and corrosion in battery tube.